Event description:
It was reported that this insertable cardiac monitor (icm) device was removed. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the patient called the clinic and stated they wanted the icm device removed today. The clinic advised the patient to come in and meet with their physician. Patient then provided they have been manipulating the icm device and ultimately successfully removed it from their body. Additional information from the boston scientific representative provided the patient cut the device out and removed it via the original incision site. The patient remains in possession of the icm device at this time. No other devices have been implanted. There were no additional adverse patient effects reported.